Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer was originally hospitalized unrelated to diabetes. Customer was having problems with her sensors. Customer stated that the paramedics were handling her insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.